Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The 279712600: tip of driver shaft deformed properly using is not possible. The 286760010: thread of shaft deformed properly using is not possible. The 286735400: thread of shaft deformed properly using is not possible.

Manufacturer narrative:
One (1) mmsi final tightener, one (1) poly-driver, 10mm and one (1) viper x25 set screw inserter were returned for evaluation. Visual examination of the mmsi final tightener revealed that approximately 1mm of the hex-lobes on the x25 driver distal tips was stripped. The damage is consistent with driver inadequately seated during use and was likely attributed to unanticipated torsional forces during tightening, resulting in stripping of the hex-lobes on the tip. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. A definitive root cause cannot be determined for the x25 driver distal tip stripping. However, a potential root cause may be due to driver being inadequately seated during use and was likely attributed to unanticipated torsional forces during tightening, resulting in stripping of the hex-lobes on the tip, evident from observed damage localized to the distal tips of the drive feature. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.